Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was doing "very well" following the catheter revision.

Event description:
It was reported there was a discontinuity in the catheter. Discontinuity noted in distal segment as per "plain" x-ray on (B)(6) 2012. Patient experienced increased spasticity and "lower limb tone." It was reported the drug dose was reduced. A catheter revision was performed (B)(6) 2012. Patient outcome was noted as no injury, no adverse event as of the date of this report. It was later reported after catheter revision a catheter fracture occurred. The device system was used to infuse baclofen. No further information was reported.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted unknown. (B)(4).